Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer, and no lot number information was given so an evaluation cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.

Event description:
The first one I couldn't get to fit even though I followed directions. The second one fit ok (not perfect) but after 2 weeks wearing, the two layers began to separate and now it is difficult to wear. The price paid for these 2 mouth night protectors was a sizeable investment and I would expect it to work as advertised, and certainly not to separate after a couple weeks wear.